Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/ atrial fibrillation episodes causing atrial pacing during the episodes and classified termination of ongoing episodes. It was further noted that the ra lead exhibited diminished p-waves. The ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ra lead was reprogrammed.